Manufacturer narrative:
A ge service representative performed an on site investigation. The image failure could not be duplicated, however, the vertical column power supply and power motor relay board required replacement. Identified components were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9800 system is "defocusing" during the last image hold function. It was also noted the vertical column intermittently would not go up/down. There was no report of patient injury.